Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready ID (crrid) on the galileo.

Manufacturer narrative:
Review of result images: crrid: a1-neg result/ 2 reaction strength- visually negative ( cell is e,e positive); b1-neg result/ 0 reaction strength- visually negative; c1- ? Result/ 22 reaction strength- visually positive ( cell is e positive, e negative); d1-neg result/ 0 reaction strength- visually negative; e1-neg result/ 2 reaction strength- visually negative; f1-neg result/ 8 reaction strength- vsiually there is a slight pink ring of adherence ( cell is e,e positive); g1-neg result/ 7 reaction strength- visually there is a slight pink ring of adherence ( cell is e,e positive); h1-neg result/ 10 reaction strength- visually negative; a2-neg result/ 2 reaction strength- visually negative; b2-neg result/ 3 reaction strength- visually negative; c2-neg result/ 5 reaction strength- visually negative; d2-neg result/ 3 reaction strength- visually negative; e2-neg result/ 4 reaction strength- visually negative; f2- neg result/ 4 reaction strength- visually negative. Capture-r ready screen: a2-neg result/ 7 reaction strength- visually negative; b2- 4+ result/ 99 reaction strength- visually positive (cell is e positive, e negative); c2--neg result/ 7 reaction strength- visually negative; d2- 4+ result/ 99 reaction strength- visually positive. The event appears to be related to the nature of the sample. The customer did not return sample for further serological investigation.